Event description:
The customer reported "smoke/haze when the cycle is being run". The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse found the unit producing oil mist. He adjusted and reseated oil return lines. Replaced oil and oil filter. System meets or exceeds manufactures specifications. This issue is being addressed with a customer letter, related to correction & removal.